Event description:
A site biomed representative reported a burning smell coming from the o-arm 1000 imaging system. The system was shut off and not in use but was plugged into the wall and charging when this was noted. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. A medtronic representative reported that there were batteries that were shorted and melted together. (B)(4) - a medtronic representative replaced the batteries and performed a navigation system check-out, all areas passed. Most likely root cause are the batteries. Batteries were not returned to manufacturer for analysis.